Event description:
A revision surgery was performed in an attempt to reposition the electrode array inside the cochlear. During the surgery, it was reported that the electrode appeared to be "crunched" and one of the channels measured high impedances. For these reasons, the decision was made to replace this device.